Event description:
A company representative reproted observing a biased anti-hcv result for a quality control fluid. A biased result of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.